Event description:
A tech reported inconsistencies with urine creatinine and urine total protein autodilusions on the advia 2400. The initial runs triggered autodilutions that were about 500 mg/dl to 1000 mg/dl lower than the original results and also below the linearity of the instrument. The samples were rerun on second system (data not available) which produced results that were higher and more consistent with previous autodilutions. Several elevated urine creatinine results were released to the clinician. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discrepant urine creatinine results.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service rep (fse) was dispatched to the account. Analysis of the instrument revealed a clog in the wud wash line. Unclogging the line resolved the system failure. The instrument is performing within specifications. No further eval of the device is required.